Event description:
It was reported that this pacemaker exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. The noise was felt to be related to electromagnetic interference (emi) from a potential procedure. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.